Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported tubing cracked and noticed pre-procedure during flushing. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a split in the extension leg is confirmed but the exact cause remains unknown. One photo sample of a 4 fr dl powerpicc catheter was provided for evaluation. The stylet t-lock assembly is being shown. A partial fracture is visible in the t-lock extension leg near the hub. The break appears to be angled in relation to the axis of the tubing. The surface characteristics could not be clearly inspected from the photo. An infusion cap is attached to the hub. The extension tubing appears to be compressed likely from being clamped. Based on the information provided, possible contributing factors include sharp instrument damage and damage during handling. Since a split in the tubing was observed, the complaint is confirmed, but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported tubing cracked and noticed pre-procedure during flushing. No other information was provided.